Manufacturer narrative:
Device is combination product. A 32 x 2.50mm promus premier select stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and overlapping. The undamaged stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a large piece of tape attached to the shaft polymer extrusion. The tape had been removed from the stent during decontamination but could not be removed from the shaft polymer extrusion. The tape was most likely added to the device by the customer to identify the damaged stent. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. During prep, after unpacking the 32mm x 2.50mm promus premier select stent, the head nurse discovered stent strut damage. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. During prep, after unpacking the 32mm x 2.50mm promus premier select stent, the head nurse discovered stent strut damage. The procedure was successfully completed with a different device without issue or patient injury.